Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited noise. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of signal noise was not confirmed. A complete lead was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing were normal with no anomalies found.